Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found the upper case was broken and contaminated. The lower case and battery drawer were broken. Bail covers, ring cover, bails, and ring were missing. Heart wire contacts, heart block, and lead flex cover were contaminated. Battery contacts were compressed, the keyboard was scratched, and the serial number label was torn. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.